Event description:
It was reported the patient was not receiving stimulation, even when it was increased. Diagnostic test revealed invalid impedances on multiple lead contacts. An x-ray was taken which revealed a possible lead fracture. It was reported the patient did not have any fall or trauma.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.